Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and embedded device ('embedded metal coils are noted within each cornu') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("worsening pain") and genital haemorrhage ("worsening abnormal bleeding"). The patient was treated with surgery (she had undergone essure removal surgery). Essure was removed. At the time of the report, the device dislocation, embedded device, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered device dislocation, embedded device, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2020: qse for product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and embedded device ('embedded metal coils are noted within each cornu') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("worsening pain") and genital haemorrhage ("worsening abnormal bleeding"). The patient was treated with surgery (she had undergone essure removal surgery). Essure was removed. At the time of the report, the device dislocation, embedded device, pelvic pain and genital haemorrhage outcome was unknown. The reporter considered device dislocation, embedded device, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.